Event description:
Complainant alleged that during a routine shift check by a clinician the device would not power on. Complainant's biomedical dept evaluated the device and verified that the device intermittently would not function. The complainant indicated that there was no pt involvement.